Event description:
It was reported that during a coronary stent procedure, the ends of the stent did not fully deploy. Upon removal of the delivery device, the flow to the distal rca was slow and thrombus started to form. The pt experienced chest pains,st elevations and nausea. Another balloon used to fully deploy the ends of the stent. Patient status is listed as "okay".